Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was delivering low fio2 (fraction of inspired oxygen) readings, as well as low exhaled tidal volume (vte) levels. There were no reports of patient use associated with the reported issue.